Event description:
It was reported that water was not able to be removed upon replacing the catheter. Eventually, the catheter was pulled by force and removed. As per the photo sample received on 06jan2022, calcification was seen on the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water was not able to be removed upon replacing the catheter. Eventually, the catheter was pulled by force and removed. As per the photo sample received on 06jan2022, calcification was seen on the foley catheter.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.